Manufacturer narrative:
Approximate age of device: 46 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was transplanted, then deceased. The event date of (B)(6) 2015 is approximate because the exact date was not provided. The date of death is not known as it was not provided. No further information was provided.

Manufacturer narrative:
No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. The explanted device was returned for evaluation. No device-related issues were identified through the analysis of the returned lvad pump. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The inlet elbow and the distal half of the sealed inlet conduit flex section were returned attached to the pump¿s inlet port. The inlet tube and the proximal half of the sealed inlet conduit flex section were returned detached from the device. The sealed outflow conduit (graft, bend relief, and elbow) was returned with the graft and bend relief cut into three separate pieces. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.